Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with cracked front housing, event history log review was performed and found evidence of reported problem. According to the investigation the customer's reported problem was confirmed. Further investigation found issue with the pump downstream sensor. The investigation replaced the pump cracked front housing, keypad, overlay, and worn downstream occlusion sensor. Loaded software and calibrated the device. The downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited double beep no cassette". No patient involvement reported.